Event description:
It was reported that is patient exhibited palpitations, decrease in atrial sensing and increase in atrial threshold. X-ray found both right atrial (ra) lead and right ventricular (rv) lead had dislodged. It was believed that this was related to twiddler's syndrome. Subsequently, the patient underwent a revision procedure and this product was successfully explanted. No adverse patient effects were reported.